Event description:
It was reported that patient states he was implanted on (B)(6) 2020 and that inflatable penile prosthesis (ipp) never inflates, believed to be defective. Almost impossible/extreme difficult to compress pump bulb. Device does not work. Patient wants to be contacted in reasonable time. If not, he will be seeking legal options. Patient liaison spoke with patient and gave him some trouble shooting techniques and some exercises. Patient liaison have sent it by way of email and have spoken directly with the patient. He also has patient liaison direct contact information if he has additional questions. His wife did express a concern that a woman (patient liaison) had called him back. She thought it would be more appropriate if a man had called back. The patient said he did not have any problem talking with a woman.